Event description:
Device 2 of 2. Reference MFR report: 1627487-2012-02463.

Manufacturer narrative:
Eval: results - the complaint that the leads were broken was confirmed. As received, inspection of each lead revealed both had all wires broken at a location that aligns with the distal end of the anchor. The returned anchors were in good condition and function as designed. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.